Event description:
It was reported that in the emergency department, they were unable to properly manage hourly urine, and it was a lot of work to milk the running tube and change the angle and shake the bag every hour. Sometimes the patient urinates all at once over time, so it was not clear how many ml were being urinated per hour, and it was not possible to decide whether to use a diuretic or not. This is a case that has occurred periodically since the switch from the 553 series to the 29030 following the latex-free shift last year. The number of cases had not been counted as it was said to be occurring constantly. It seems that requests for product improvement (such as changing the bag back to 1532300j) were made immediately after the switch, and there were voices on the ground saying that if there are no plans for improvement this time, they should also consider switching to another company. Per follow up information received via ibc on 11jun2024, stated that when using 29030, the flow of urine becomes extremely poor compared to when 5530014lw was used, and this affected nursing work. They had also held information sessions within the hospital, so it was unlikely that the problem was due to improper use, and it was more likely that there was a defect in the product, so they made a strong request to improve the product. There were many cases where the flow was poor or not at all, making it difficult to measure hourly urine accurately and making it very difficult to make measurements.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be poor interfaces with connections". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use. (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients: patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients: patients with known allergy to silver coated catheter the device combines a disposable catheter that is designed to be placed in the bladder for the purpose of urinary drainage and a urine drainage bag. [Intended use & effect- efficacy] the device combines a disposable catheter that is designed to be placed in the bladder for the purpose of urinary drainage and a urine drainage bag. [Directions for use] 1. Method of use (1) cleanse the area around the external urethral meatus with the packaged cotton balls immersed in the antiseptics. (2) lubricate the catheter shaft with the lubricant jelly. (3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. (4) pull the catheter slightly to seat the balloon at the level of the bladder neck. (5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. 3. Malfunction and adverse events 1) malfunction catheter kinking, damage, rupture. Difficulty or failure to remove the device. Occlusion of catheter inner lumens. Encrustation. Accidental removal of the device due to leakage of sterile water or balloon rupture. Device damage due to inappropriate use. Failure to measure temperature. Improper temperature indication. 2) adverse events urinary-tract infection, hemorrhage, hematuria, allergy reaction to the device, calculus formation, edema, pain, discomfort, injury of bladder or urethral, urethritis, urinary incontinence, retained balloon fragments. [Storage method and expiration date] 1. Storage: store in a dry, cool place away from heat, moisture, and direct sunlight. 2. Expiration date: indicated on the direct package and the outer box". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.